Manufacturer narrative:
Philips investigated this complaint. It was reported to philips that the system's c-arm was unable to perform geometry movements. Philips has completed a good-faith effort to obtain further information regarding the patient and procedure outcome. However, the customer has not provided the requested information. The case was closed without any troubleshooting, root cause analysis, or resolution, as the customer refused our service. No additional information was provided. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's c-arm was unable to perform geometry movements. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.